Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. Recommendation was made to discuss diabetes management with a healthcare professional. Pump data review by tandem technical support confirmed the pump functioned as intended.